Event description:
I have a bit of an issue with some sterilization instructions that I received from a vendor, they sent with the instrument a typed instruction page stating 4 min at 270. After contacting the device manufacturer, we found out that the set needed to be sterilized at 270 for 25 mins. This should not be allowed.